Event description:
Upon initiation of ecls, the trans-membrane pressure was 60 mmhg, when they usually see this number at 20-30 mmhg. The customer reported that the oxygenator performance appeared to be fine.

Manufacturer narrative:
The device has been returned, however an evaluation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the results. (B)(4).